Manufacturer narrative:
Full patient identifier is case (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted the peristaltic pump tubing for aspirate probe 1 was not aspirating completely. The fse replaced the peristaltic pump tubing and then verified the system by performing system check, high sensitivity system check and a 40 replicate precision study; all verification testing passed within specifications. In conclusion, the cause of the erroneous non-reproducible high vitamin b12 (access vitamin b12 cobalamin) results is a hardware malfunction.

Event description:
On 03jan2020 the customer reported erroneous elevated vitamin b12 (access vitamin b12 cobalamin) results were generated (B)(6) 2020 for multiple patients on the customer's unicel dxi 600 access immunoassay analyzer (part number a30260 and serial number (B)(4)). The exact number of patient results impacted was not provided. It is not known how many erroneous results were reported outside of the laboratory. There was no known change to or impact to patient treatment for any of the patients based on erroneous elevated b12 results. A beckman coulter field service engineer (fse) was dispatched to the customer site on 07jan2020. The fse observed the peristaltic pump tubing for aspirate probe 1 was not aspirating completely. Fse replaced peristaltic pump tubing and verified the system. Information on repeat testing of vitamin b12 patient samples was not provided. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provided. There was no report of sample integrity issues. No further sample information was provided.